Event description:
A customer reported a discrepant result when using the vitek® 2 ast-p586 test kit. When specifically asked, the customer indicated that no death, injury or mistreatment was associated with this issue. The customer did indicate a delay of results of an indeterminate amount of time as a result of needing to rerun the samples. Biomerieux has initiated an investigation into this issue.

Manufacturer narrative:
This investigation was initiated due to a false resistant vancomycin result for a enterococcus faecium on vitek 2 ast-p586 card. Biomérieux investigation was conducted. Investigational testing included: (B)(6): obtained result of resistant (r). Etest vancomycin: mic =>256 mg/l (r). The customer had also sent the enterococcus faecium strain to a reference lab; the reference laboratory confirmed the vitek 2 ast-p586 result (r) is correct. The customer will investigate how/why they achieved incorrect results via etest and disc diffusion. The investigation concluded the vitek 2 ast-p586 card is performing as expected.